Event description:
The facility's biomedical engineer reported an infusion pump with an 810:11 failure code. Information was requested by baxter regarding whether or not the pump in use on a patient when the failure occurred, specific patient information, medical intervention and patient injury, tubing product code and lot number in use, the medication involved, pump programming and set-up information, but no additional information was available. Additional contact information was requested but no additional contact was identified.